Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The insulation on the cord is all coming off exposing wiring.